Event description:
Pain after essure was placed. Pain during and after sex with heavy bleeding, headaches, pregnancy like symptoms. Periodic pain on one or both side where implant is placed. Pain medication required to relieve pain.